Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the physician attempted to implant the right atrial lead. However, there was difficulty extending the right atrial lead helix. Also, the right atrial lead exhibited a high capture threshold. The right atrial lead was not used and was replaced. The patient was stable post procedure.